Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had out of range impedances, which was reported by home monitoring. No other information was provided. There is no indication of intervention.